Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pneupac¿ pneupac vr1 was giving constant flow when the handle is pushed to the maximum level. There were no reported adverse effects.